Event description:
A pt with a history of osteoarthritis in the right knee, knee replacement one year ago, no allergy to chicken or bird products, no previous use of hylan products, and previous treatment with steroid injections, experienced right knee pain, right thigh pain, right knee was hot to touch, right knee swelling, and right knee effusion. Pt began treatment with synvisc 4 years ago. This case was received in april 2004, and was reported by the pt. Four years ago, the pt received the series of synvisc injections in their right knee, one week apart, in approximately 2000 (dates unk). Following the second injection, the pt experienced pain in their knee and thigh. Pt physician told pt that it was the sciatic nerve causing the pain. Following the third injection, the pain continued, the knee was hot to touch, and was swollen "as big as my head." The pt saw another physician who removed fluid from the knee (date unk). The pt reported that the physician thought that the look of the fluid was thick, and might have been the synvisc. Pt could not remember how many days after the third injection, the physician had removed the fluid. Following the aspiration, the knee remained swollen and arthroscopy was performed (date unk). The swelling and warmth resolved, but the pain remained. At the time of this report, the pt's pain that had begun following the second synvisc injection continued. The review of synvisc product release data for both facilities did not indicate trends that could be associated to any product complaints.